Manufacturer narrative:
Additional information was received on april 25, 2017 that the device was discarded. Since the product was discarded, no product failure analysis can be conducted and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical brk transseptal needle, st. Jude medical sl1 8.5 french transseptal sheath x 2, st. Jude medical dilator. (B)(4). Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheaths in use were st. Jude medical sl1 8.5 french x 2. The sheath was used initially for the smarttouch catheter, which followed the guidewire from the right atrium into the left atrium. It was noted that no high force readings were noted with the smarttouch catheter during transseptal crossing. Generator parameters included power at 25 watts on the posterior wall, 35 watts on the anterior wall, and temperature cut-off of 48°c. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the injury was not related to ablation. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained at approximately 300 seconds. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure.

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a pericardial effusion requiring heparin reversal and monitoring. Throughout the procedure, the physician noted difficulty manipulating the st. Jude medical sl1 transseptal sheath. At the end of the procedure, after catheters were removed, the sheath was injected with contrast, revealing the sheath location to be in the pericardial space. Transesophageal echocardiogram confirmed a small pericardial effusion. Guidewire removal initially increased the effusion from 0.7 mm to 1.2 mm. Sheath removal had no effect on the effusion size. Effusion reduced to 0.8 mm while the patient was still on the procedure table. Procedure was delayed at the end in order to reverse the heparin and monitor the effusion for 30 minutes. Patient was transferred to the intensive care unit for further monitoring. Hospital stay was likely extended by one day. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. It is unknown at what point the sheath entered the pericardial space. Injury was not detected until the end of the procedure. It was noted that the injury likely occurred during transseptal phase, as this is when difficulties were noted with sheath manipulation. Physician¿s opinion regarding the cause of the adverse event is that a small perforation likely occurred during double transseptal puncture of the atrial septum as a result of shearing by the st. Jude medical brk transseptal needle, the st. Jude medical sl1 sheath, the st. Jude medical sl1 dilator, or the smarttouch catheter.